Event description:
It was reported that the defibrillator experienced a therapy pca failure during the operational check. The event occurred during clinical use, but there was reportedly no patient harm.